Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed to alarm for an air bubble that was visually observed below the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.